Event description:
Contaminated lot of lymphocyte separation medium. This medium is used as a density gradient for bone marrow. The protocol used for the manipulation of the bone marrow calls for routine cultures of the marrow at harvest, post-processing, and at thaw. Positive cultures are usually from skin contaminants, but these cultures were growing a pseudomonas strain. The first occurrence was on 12/9/92, when two pts had positive post-processing cultures. The waterbath and processing procedures were checked for contamination, but were found to be okay. On 12/4/92, a new lot of lymphocyte processing media was opened; started to filter the media on 12/28/92 before use. The media was cultured (5 ml aliquot) in ficol broth, but exhibited no growth. Stopped filtering the media on 1/19/93; five pts on 2/2/93 had positive post-processing cultures. The marrows were administered to the pts with no adverse reactions, the pts were on high doses of antibiotics. The total volume of the media was put through a filter and then cultured, this resulted in positive growth of a pseudomonas strain. Dna mapping of this pseudomonas is being done to confirm that it is the same organism. Label states: for lab use only, not approved for human use, and filter sterile solution.